Manufacturer narrative:
The exacto cold snare subject of the reported event was discarded following the procedure. The device was not returned for investigation. Without the return of the complaint device, the exact cause of the reported issue cannot be determined. The exacto cold snare IFU states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The user facility was offered training on the proper use and operation of the exacto cold snare. We are still awaiting a response from the customer. No additional issues have been reported.

Event description:
The user facility reported that during a colonoscopy the wire to their exacto cold snare broke inside the patient and came off the device. The wire was recovered with biopsy forceps. No report of injury.

Manufacturer narrative:
The user facility was offered training on the proper use and operation of the exacto cold snare; however, the user facility declined. No additional issues have been reported.